Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified vessel below the knee. A 2.0 mm x 220 mm x 150 cm, mr coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres in 30 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.